Manufacturer narrative:
This MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Visual inspection was performed and the following observations were noted: top and bottom cases were in excellent condition. No visible contamination. Both tamper seals were intact. Functional testing, infusion and occlusion tests were conducted. The device passed all testing and performed within specifications. The reported issue was unable to be replicated. No root cause could be determined. A corrective and preventative action has been opened to address the reported issue. Speaker was replaced as a preventative measure.

Event description:
It was reported that the device presented an audible alarm failure. No patient injury was reported.